Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced symptoms of hypoglycemia, he couldn´t eat and ¿spit all the food ¿ (supposed to be vomits), was growling and couldn´t move. The spouse called an ambulance and treated the patient with give juice, gluco-gun (glucagon injection for emergency), 1 mint patty and diabetic sugar cube (glucose tablet ). At that point the cgm reading was 74 mg/dl. The ambulance arrived at 8:10 am , they took a bg reading which was 50 mg/dl and treated the patient with glucose (no information about the route). The paramedics stayed until the patient´s bg readings got back to 80 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect clinical code - movement disorder.